Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 180 mg/dl, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the auto-bolus, customer's blood glucose (bg) level decreased more, but customer was unable to provide a specific value. Due to the bg level the customer loss consciousness. Customer went to the emergency room (ER) and was admitted into the intensive care unit. Customer was treated with intravenous fluids and released from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage. Reportedly, customer declined system check with tandem technical support. Recommendation was made to discuss diabetes management with a health care professional.